Manufacturer narrative:
D6a is an approximate date of implant. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence as a result of the device not working as intended. The cuff was suspected to be too large when originally implanted. The aus was replaced. There were no additional patient complications reported.